Event description:
It was reported to philips that heartstart mrx defibrillator would not detect heart rhythm but was able to apply a shock using m3713a pads. The pt expired. The customer stated device failures did not cause pt's death.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.